Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system gantry would not open. The system was not functioning properly, and after an initial reboot, the gantry still would not open. After some time, the gantry opened enough to allow removal of the patient. It occurred intra operatively and there was no delay to the case. Patient present at time of event. Additional information received. There was no impact on patient.

Manufacturer narrative:
H3) the manufacturer representative (rep) went to the site to test the imaging system. The rep could not duplicate the issue. The system was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.